Event description:
Patient representative reported left side "pain in sternum, ultrasound showed "pale hypoechoic, smoothly bordered formation as well as a painful smooth bordered hypoechoic formation with 4.5 mm bordering", "breast deformation" and MRI showed "beginning" intracapsular rupture on the left. Device has been explanted. Treatment: a single shot of antibiotic was administered during surgery.

Event description:
Patient representative reported, left side "pain in sternum, ultrasound showed pale hypoechoic, smoothly bordered formation as well as a painful smooth bordered hypoechoic formation with 4.5 mm bordering". And MRI showed "beginning" intracapsular rupture on the left. Device has been explanted. Treatment: a single shot of antibiotic was administered during surgery.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Continued h6 health effect impact code: f2201-biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device, but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm, as it is a medical event not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.